Event description:
The pt's mother reported that the pt was admitted to the hospital for elevated blood glucose levels and ketones. The mother reported that the pt's blood glucose levels were elevated on august 22 and the pump suspended. The pt's mother and pt thought that to resume the pump in the "suspend/resume" menu the word "suspend" needed to highlighted on the display and the "ok" button pressed. Therefore, the user(s) did not know how to resume the pump after suspend and accidentally suspended the pump.

Manufacturer narrative:
The pump was not returned to animas. Troubleshooting revealed that the users did not use the suspend/resume features on the pump. If the pump is returned to animas an eval will be conducted, and a supplemental report will be filed.

Manufacturer narrative:
(B)(4) ¿ device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: there was no data from the time of the event in the pump history due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. The keypad buttons were tested and were confirmed to be responsive to user presses with no hypersensitive keys. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.